Manufacturer narrative:
(B)(4) no serial number was reported. The reported lot number matches the lot number of the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully un-wrapped. A bend to the iabc central lumen was noted at approximately 5.9cm from the iabc distal tip. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 6.9cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/ clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested using the in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed damaged central lumen. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 6.5cm from the iabc distal tip. Some blood and debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 77.5cm from the iabc luer. Some blood and debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "blood was later seen in the helium line" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted damaged near the iabc distal tip, which could result in blood entering the helium pathway. The returned iabc bladder membrane was fully intact, with no leaks noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is manufacturing related. Corrections have been established for this issue as a result of a corrective and preventive action, and this device was manufactured prior to the release of corrective actions.

Event description:
It was reported "the insertion went smoothly and the machine worked normally after connection, but no pacing blood pressure was seen. Blood was later seen in the helium line, and a ruptured balloon was considered; counterpulsation was immediately terminated and the catheter withdrawn. After withdrawal, the manometry line within the balloon was found to be ruptured". The catheter was removed and not replaced. The patient's current condition is reported as "fine".

Event description:
It was reported "the insertion went smoothly and the machine worked normally after connection, but no pacing blood pressure was seen. Blood was later seen in the helium line, and a ruptured balloon was considered; counterpulsation was immediately terminated and the catheter withdrawn. After withdrawal, the manometry line within the balloon was found to be ruptured". The catheter was removed and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the insertion went smoothly and the machine worked normally after connection, but no pacing blood pressure was seen. Blood was later seen in the helium line, and a ruptured balloon was considered; counterpulsation was immediately terminated and the catheter withdrawn. After withdrawal, the manometry line within the balloon was found to be ruptured". The catheter was removed and not replaced. The patient's current condition is reported as "fine."

Manufacturer narrative:
Qn# (B)(4). The reported complaint that "blood was later seen in the helium line" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.